Event description:
Customer reported that there was an emergency room visit for their high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose value at the time of emergency room visit was over 600 mg/dl. Emergency room reported results of 765 mg/dl. Customer reported noticing bent cannulas on previous sensor. Customer was wearing the pump at the time of emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed solution test and sensor failed per specification. No isig readings detected. Checked lab transmitter for proper use and operation using tool and transmitter passed per specification.